Event description:
The hcp reported they were unable to access the pump. X-ray confirmed the pump was flipped. The pt did not report any symptoms, and the pump was surgically accessed, turned over and resutured in place. The pump was infusing dilaudid. The pt recovered without sequela.